Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device identified deformation of the proximal flanges, which are bent and flared outwards. Due to the nature of the returned device a functional inspection was not deemed necessary as there is a clear deformation to the instrument which interferes with the functionality of the instrument. Based on investigation, the root cause was attributed to a user related issue. The event was caused by extreme misuse of the instrument lead to a deformation of the proximal flanges on the instrument which seat into the stem portion of the other trials in the system which lead to the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a 9mm proximal body trial no longer tightly secures to the trial stems or trial spacers.

Event description:
It was reported that a 9mm proximal body trial no longer tightly secures to the trial stems or trial spacers.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.